Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 210.6 mcg/day) via an implanted pump. The indication for pump use was stiff man¿s syndrome and intractable spasticity. It was reported that they were unable to read the patient¿s pump. Per the reporter, the surgeon did not send a session long report from the implant procedure so the clinic did not know when the patient¿s low reservoir alarm date truly was but brought him in for his first refill post implant today. The nurse was attempting to interrogate the pump and continued to get "no pump found" and stated that there was no emi (electromagnetic interference) in the room not even a computer. They had changed the communicator batteries and tried two different tablets and still could not read the pump. During the call, after discussing communicator placement, the nurse reattempted and there was still no success. When asked if the pump could be flipped, the nurse stated she did not believe so but could not confirm that. She stated he was thin, and she was right over the pump.